Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. Bin files cannot confirm the reported pericardial effusion. At least one application was performed with no detected issue. Pending results of the analysis on returned product. In conclusion, the reported pericardial effusion cannot be confirmed through data analysis.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was advanced into the pericardium. It was concluded that there was a small pericardial effusion which lead to an extended hospital stay. The case was aborted while the patient was under general anesthesia. Surgical intervention was performed to drain the fluid from the patient¿s pericardium. The patient recovered and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 42072, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 2.40 inches from the tip. In conclusion, the sheath failed the inspection due to a shaft kink near the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.